Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported the 23 gauge cutter detached under pressure during a surgical procedure. The black line in the cutter separated at the joint where the two pieces meet when placed under pressure. The surgeon decided to use a different technique to complete the procedure. Pt impact is unk. Add'l info has been requested.